Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a thin and perforated flap following corneal flap creation of the left eye. While lifting the flap the surgeon perforated the flap anteriorly close to the hinge at the one o`clock position. After lifting the flap and completing treatment she was able to lay the flap back into place and smooth it out. The patient was placed on topical antibiotics and a steroid along with a bandaged contact lens for comfort. The surgeon feels this occurred because the flap was sticky and she had to use an additional instrument to lift the flap. Upon additional follow up it was reported the patient is doing well post operatively. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined conclusively. (B)(4).